Manufacturer narrative:
The astral device was returned to resmed for an investigation. Although review of the device data logs confirmed the reported issue of total power failure alarms. Based on all available evidence, the root cause was determined to be due to battery depletion given the presence of prior alarms for low battery which is expected battery behavior. The battery data suggested all battery parameters were conforming to specifications. There was no evidence of device malfunction. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device experienced a total power failure event. There was no patient harm or serious injury reported as a result of this incident.